Event description:
The reporter stated that the surgeon inserted a aq2003v 3 piece silicone lens. The lens optic tore upon insertion into the eye. The lens was removed without enlarging the incision. No pt injury. The cause of the lens tearing was due to the lens was mis-loaded.